Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ mueller hinton agar with 5% sheep blood catalog number 221176 which is a preamendment device.

Event description:
It was reported that while using 20 plate mueller hinton agar 5% sb 20 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.